Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Unable to duplicate the complaint during the investigation. The daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. There were no errors or alarms associated to the complaint in the black box or alarm history, only typical usage was observed. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas for an unrelated issue and during the call with customer technical support (cts) the patient experienced low blood glucose (bg) of 43mg/dl with fatigue, shakiness, and confusion. The patient was able to self-treat with oral carbohydrates and at the end of the call to cts the patient's bg was reportedly 126mg/dl. The patient stated that his fasting bg the same morning was 378mg/dl. He stated that he did not eat breakfast but bolused for the elevated bg. The patient stated that he then had increased physical activity and programmed a -60% temporary basal programmed to account for increased activity. The patient then experienced the reported low bg while on the phone with cts. Cts reviewed the pump with the patient and found all settings and histories were correct. The patient reportedly changes his site every 2 to 3 days and denied any site issues. The patient reportedly uses cold insulin to fill the cartridge but denied any issues with the insulin. The patient stated he is currently on 20 medications for various health issues, including neuropathy, gastroparesis, asthma, and pain. The patient stated his healthcare provider is currently looking to see if the patient has rheumatoid arthritis or lupus. The pump was reportedly exposed to MRI in (B)(6) 2012 and may have been exposed to x-ray at an unspecified time. Although all settings and histories were found to be correct, cts determined there may be an unspecified pump malfunction that may be a cause or contributor to the reported low bg. This complaint is being reported due to the allegation that the patient experienced hypoglycemia while using insulin pump therapy possibly related to a non-specific pump malfunction.